Event description:
The user reported that during placement of the cannula into the aorta, the vented cap allowed more than the expected amount of blood to escape from the cannula. This was reported to have made complete removal of air from the cannula, prior to connecting the rest of the extracorporeal circuit, more difficult. The circuit was made air-free, however, and the procedure was concluded without adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but no conclusions have been reached.